Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose at the time of the incident was unknown. The customer was unable to clear the alarm. The device will be returned for analysis.